Event description:
Only I recovery filter leg appeared to open normally. The remaining 5 legs crossed/tangled. An unsuccessful attempt was made to remove the filter. Another filter was placed above this filter.